Event description:
Circumcision using mogen clamp. Clamp was loose, resulting in laceration of the glans with loss of tip. Infant was transferred to another hosp for urologic consultation and surgery to repair damaged penis.